Event description:
Patient transferred from outlying facility where stemi was identified, for emergent cath/pci. Several episodes of vtach at outlying facility, sedated, cardioverted, and intubated. Films revealed 100% occlusion of om2. Dilated with 2.0x15 voyager, and a 2.5x18 multilink minivision deployed. Final films revealed good angiographic result. Medications including asa, plavix, and heparin. To ccu at 0135. Episode of vtach and cardiogenic shock. Returned to ccl at 0926. Relook angiography reveals 95% stenosis of om2 at previously placed stent with thrombus. Dilated with 2.5x15 voyager serial inflations. Concern for distal edge dissection, and decision made to place a 2.0x18 multilink minivision. Post dilated with the voyager. Final films reveal good angiographic result. Decision made to place iabp. Patient returned to ccu. Discharged to nursing home (B)(6)2010 with meds including asa and prasugrel.